Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold, had no slack, and was dislodged. The patient was a twiddler. The physician confirmed these issues through x-ray and lead measurements during the routine device check. The rv lead was revised in which the physician added a slack and tested this lead before the closure. Thereafter, the patient was receiving antibiotics as part of standard care. This rv lead was repositioned. No additional adverse patient effects were reported.